Event description:
A report was received that the patient had inability and failure to charge her scs due to ipg migration. The patient underwent a revision procedure wherein new pocket site was created. No device malfunction was suspected. The patient was doing well post operatively.